Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon would not fully deflate. The balloon was retracted with difficulty through the sheath (size unknown). There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed as the lot number is unknown. Visual inspection: the sample was returned. The balloon had been previously inflated and deflated. Functional/performance evaluation: the patency of the guidewire lumen was tested and passed with no issues. The balloon was inflated with water using an inflation device to rated burst pressure (rpb) 20atm and deflated without issue. The balloon was unable to be retracted through the 7fr introducer sheath. The balloon was stripped and cut at the proximal cone to examine the inflation/deflation ports. After opening the balloon, no anomalies were noted to the inflation/deflation ports. The glue bullet was in the correct location and was not blocking the inflation/deflation ports. The od of the glue bullet was measured and found to be within the acceptable range. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for deflation issues, as the balloon was able to be fully inflated and deflated without issue. The investigation is confirmed for sheath retraction problems, as the balloon was unable to be retracted through the customer's 7fr introducer sheath. The root cause for the deflation issues is unknown. It is unknown whether the deflation issues contributed to the retraction issues, as the user used a smaller sheath size than indicated per device labeling (7fr instead of 8fr). It is possible that the use of a smaller sheath size caused the glue bullet to lodge into the catheter shaft during insertion through the sheath. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. Conquest pta dilatation catheter brochure: the recommended sheath size for this sized device is 8fr. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.